Manufacturer narrative:
Other: subject device was placed without incident. This was off-label usage of the subject device because the recommended balloon (per the directions for use) for the subject device was not used. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease of the left vertebral artery with a device under hde (humanitarian device exemption) designation. "Pre-procedure stenosis was 80%." Pre-dilation with a balloon was performed and the subject device (stent) was implanted without incident. "Residual stenosis was 20%. Vasospasm was observed during procedure". The site reported that the "... Pt had hemorrhages in 2006, 4 days post-procedure, prior to discharge. Event resolved five days later. Pt was discharged 9 days post procedure".